Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure of the implantable pulse generator (ipg) because the device displayed the elective replacement indicator (eri) notification approximately 9 months after the implant date. No additional adverse patient effects were reported. The patient was at baseline postoperatively. The explanted device will not be returned to boston scientific for analysis as it was disposed of by the facility.

Manufacturer narrative:
Block d2b: additional applicable product code: nhl.